Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that needle 22x1 ll eclipse had a damaged package that compromised sterility. The following information was provided by the initial reporter: "very fragile packaging, causing the needles to come out of the packaging."